Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if the 4 sutures broke? I have enclosed attached photographs of the broken sutures. When was the each suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify the first photo was taken (B)(6) 2021. It broke upon removal of the package. The second and third photos in this email are the other three broken sutures that occurred on (B)(6), 2021. They were broken while the doctor was using them. You can see from the last photo that all three broken sutures came from the same box/lot. Was there any adverse consequence associated with the patient? No to both individual instances. Have any of these events where the suture snapped prematurely been previously reported to ethicon? If yes, provide the respective reference number(s). No I have not previously reported tis problem before, however, it does some to happen quite frequently with the 6-0 prolenes. If not, please create a product complaint for each event and provide the respective reference number(s). N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00986, 2210968-2022-00988, 2210968-2022-00989.

Event description:
It was reported that a patient underwent a dental graft procedure on (B)(6) 2021 and suture was used. During the procedure, the operating staff had to open 4 packages as the suture line would break off rendering the driver too short. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2022. H3 investigational summary ¿ photo analysis: visual analysis of the images submitted to ethicon for evaluation determined that three needles attached to a suture segment and three labeled winding formers with product code 8695g were observed. Image is not clear to determine failure mode or reported condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-00986, 2210968-2022-00987, and 2210968-2022-00988.